Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading at the time of the incident was not included in the report. Customer reported that the issue remained unresolved after the battery was changed. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected restart error test. The insulin pump powered up properly after the test battery was installed. The unit was programmed and monitored for 1 day. No unexpected blank display noted. The insulin pump had minor scratched display window and a small crack on the reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.